Manufacturer narrative:
(B)(4). According to available information, this lead was removed and replaced. No return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two weeks post implant of this atrial lead, intermittent capture and decreased impedance measurements were obtained. A chest x-ray did not reveal the lead position had moved. It was thought the lead was micro-dislodged. Device programming to vvi was considered, however the patient with this lead is symptomatic with only ventricular pacing. A decision was made to perform a lead revision. During the revision procedure, multiple sites in the atrium were consistent with atrial myopathy. Satisfactory measurements were obtained, but the stability was uncertain and thresholds were also unacceptable. A decision was made to replace this lead. A bipolar lead was positioned and the device was programmed to minimize ventricular pacing.